Manufacturer narrative:
Philips service replaced the ippc and hard disk spare part, reseated imaging cables, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a live monitor failure occurred due to imaging hardware/software issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.